Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was impacted (380 mg/dl). The customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support, a system check was performed and the infusion set site was found to possibly be the cause of the alarm. The customer removed the infusion set site and found it slightly bent and appeared "cloudy". Reportedly, the customer uses (B)(6) insulin. The customer was instructed to change supplies and informed that (B)(6) is not approved to be used with the pump.